Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the primary procedure (l5 centrum vertebroplasty and l4-s spinal fusion) was performed for treating l5 centrum fracture. Verse fenestrated screws (unk) were applied at l4, l5 and s. The cement was applied at l4 centrum without surgical delay. On (B)(6) 2021 it was reported that the patient had an infection in the deep lesion. The patient may be required to undergo a revision procedure to removing the screw depending on further status. The surgeon commented that the infection was not caused by the cement. This report is linked to (B)(4). This report is for one (1) unknown screw. This is report 2 of 4 for (B)(4).